Event description:
The caller alleged discrepant result when compared with the lab result.

Manufacturer narrative:
For test #1, the confident limit cannot be determined as per internal procedure tr0150 (rev. 2) since the mean is higher than 5.00. Test #2 and test #3, the confident limit is within the range as per internal procedure tr# 0150 (rev.2). This event will be investigated upon the product return.